Event description:
The caller reported experiencing occlusion alarms occurred. There was no adverse impact on the customer¿s blood glucose level. To address the issue, the customer changed the infusion set and cartridge and resumed insulin.